Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on an unspecified date, the customer received a false positive cocaine (coc) result when testing on the surestep multi-drug one step multi-line screen test panel. Lab confirmation was performed on an unspecified date. Further information was requested, but no further information was available.

Manufacturer narrative:
An investigation was performed on retention products for the reported lot number. Retention devices were tested with drug-free donor urine samples. All devices were read at 5 minutes and all devices produced expected negative results for coc, mop, met and bzo. No false positives were observed. Manufacturing batch record review did not uncover any abnormalities and the lot met quality control specifications. A root cause could not be determined based on the available information. The product provides only a qualitative preliminary analytical result. A secondary analytical method must be used to obtain a confirmed result. Gas chromatography/mass spectrometry (gc/ms) is the preferred confirmatory method. There is a possibility that technical or procedural errors (such as interpreting the result before the read time), as well as other interfering substances in the urine specimen may cause erroneous results. A positive result might be obtained from certain foods or food supplements; for additional information, please refer to the cross-reactivity section of the package insert.

Manufacturer narrative:
Corrected information PMA/510k: date changed from (B)(6) 2019 to (B)(6) 2019.